Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the cardiosave intra aortic balloon pump (iabp) had failed the pim leak test. No patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: g2, e1 (telephone number). A getinge field service engineer (fse) performed preventive maintenance and performed fsca power management board, solenoid control board, and fsca system over temp. The helium bottle was empty, helium bottle, tidal disk, 9v battery, and o-ring replaced preventatively, not expired. Fse stated that in the fourth test, the membrane diff pressure was too high, so replaced safety disk and performed functional checks. All functional and safety checks meet to factory specifications unit returned to use.